Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 46 mg/dl. The customer did not mention if they felt any symptoms and did not discuss any form of treatment for the low glucose event. The customer stated that there were no cracks or air bubbles in the reservoir they were using. The customer was assisted with troubleshooting. No products were returned for analysis.